Event description:
It was reported that the patient has expired after an implant duration of approximately 0.7 months. It is unknown if the death was device related. Through follow-up with the health-care provider (via a telephone call), it was learned that the cause of death was renal failure. No further details regarding the event were provided. Per the operative report of (B) (6) 2010, "the patient appeared to have tolerated the procedure well and was taken to the intensive care unit in stable condition in normal sinus rhythm."

Manufacturer narrative:
(B) (4) = renal failure. Device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the operative report for (B) (6) 2010 was received. Through further follow-up with the health-care provider, it was learned that the cause of death was renal failure. It was also learned that an autopsy was not performed. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.